Event description:
The event is reported as: complaint alleges: "the clips would not close. The surgeon had to use another endoapplier." No patient injury reported.

Manufacturer narrative:
Evaluation: method - complaint history review and device history record review. Results - complaint history review was conducted on the catalog number from (B)(4)-2010 to (B)(6)-2011. As a result one other complaint was found with similar issue. Complaint history review was conducted on the product number from (B)(6)-2010 to (B)(6)-2011. As a result one other complaint was found with similar issue. Device history record review for the reported lot number. No similar issues were found during the manufacturing or package process of this lot. Conclusions: device not returned - no evaluation will be performed. No conclusion can be drawn.